Event description:
The customer reported the ventilator shut down while in use on a patient and did not alarm upon restart. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician reviewed the device diagnostic log and noted a ventilator restart occurrence. Initial extended self testing was performed and passed with all alarms functional to specifications. Internal and external inspection of the device found no problems. Final extended self testing and performance verification testing was completed and tests passed per operating specifications.